Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Event description:
Customer's mother reported that the insulin pump alarmed motor error during bolus. Customer stated that they use the sensor feature and they were able to complete the rewind sequence on the insulin pump. Customer's blood glucose reading at the time of the call was 199 mg/dl. No further information reported.